Event description:
At 8:30pm the galileo ventilator appeared to power down on it's own, and then powered up on it's own - going into ac back-up mdoe (original mode p a/c). The power cord was checked and the power disconnect alarm was present at bedside when the event occurred. At 2:30am , a blue/white screen was observed. The patient was being suctioned and no one was touching the ventilator at the time of the incident. The patient was removed from the ventilator and manually bagged. The galileo was power cycled (off/on) and the "last/standard" set up was displayed. The ventilator was removed from patient use. A nurse and therapist were present at the time of the incident.